Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc reviewed the data provided. The ccc found that the quality control (qc) was in range prior to the event. The customer also informed the ccc that when a result is below 7.0, the instrument will repeat the sample. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran mixer tests on both dimension vista instruments. The cse then ran a 6 patient precision study (three times each). The cse found that one of the instruments were running lower than the other. The cse reviewed the water temperature and found a 4 degree difference between the two for the tank water. The filter was missing on one and the other filter was dirty. The cse followed-up on another service visit and replaced the reagent 4 and sample 2 mixers. The cse ran an auto-alignment for the probes. The cse performed a system check, which passed. The customer ran patient samples with no errors found. The cause of the discordant, falsely depressed calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The customer found a failed delta check, indicating the results did not match a result previously obtained for the patient. The initial result was not reported out to the physician(s). The customer repeated the same sample on an alternate dimension vista instrument resulting higher. The customer reported out the repeat result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.